Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose value was 93 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unable to verify lost sensor alarm due to critical pump error (open book image) alarm.